Manufacturer narrative:
(B)(4). The device was tested on the bench and no anomaly was found.

Event description:
It was reported that the patient complained that the pocket was painful during sleep and the skin was tight around it. Adhesions and tethering was noted. Device was explanted and replaced. The condition of the patient was stable during and post-procedure.